Manufacturer narrative:
Physio replaced the device's power pcb assembly and external power extension as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the device data and power pcb assembly which passed functional test and was able to charge a battery. Based on the amount and frequency with which the device was switching from the ac power adapter to the battery as reviewed in the device data. It is likely that the issue is due to a loose connection or damaged power cable. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was shutting off while being used. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control performed and initial evaluation of the device and determined the ac power adapter was damaged. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was shutting off while being used. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.